Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service terrirtory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue but observed a prior compressor failure (electrical test fails error message) in the diagnostic logs. The stm performed compressor and regulator tests, both of which produced satisfactory results. The stm then performed all functional and safety checks to meet factory specifications, and the iabp was returned to the customer and cleared for clinical use. Full name of initial reporter: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed "iabp maintenance may be required" message. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.